Event description:
It was reported that during a coronary treatment procedure a drug eluting stent (des) was implanted instead of a bare metal stent. The lesion being treated was located in the circumflex. The physician asked for a liberte stent. The tech pulled a taxus liberte and checked with the doctor saying "taxus liberte". The physician said "yes" and implanted the device. The physician then realized it was a des. The physician then asked the patient questions and continued on placing two additional taxus liberte and a promus stent. No patient complications were reported. The patient status was reported as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.